Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side textured to smooth exchange. Healthcare professional later reported rupture. Device has been explanted and replaced.

Event description:
Hcp reported right textured to smooth exchange. The physician later reported rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device photo evaluation: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ anxiety¿product/procedure: unable to observe since it is not related to the device. Additional observations: ¿ red encapsulation was observed on the shell. ¿ red particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.